Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that vessel dissection occurred. The 95 % stenosed target lesion was located in the left anterior descending artery (lad). Following pre-dilation of a 2.0x15mm balloon, a 3.00 x 24 synergy drug-eluting stent was deployed in lad. However, an intimal dissection was found in the distal part of the stent. A 2.75x28 non-boston scientific stent was deployed to cover the edge dissection and complete the procedure. No patient complications were reported and the patient status was stable.